Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she was "urinating like a horse," and didn't think that the therapy was doing any good. It was noted that this was occurring since implant. The patient did not change underwear otherwise she "would be changing them 24 times a day." It was indicated that the patient does feel stimulation after having therapy checked by the healthcare provider (hcp), but then it will dissipate. The patient expressed that it helped two weeks after seeing hcp, but it was an ongoing problem. It was noted that one time the hcp checked the ins, and it was turned off. At the time of the report the patient was not feeling stimulation. It felt like a needle was intermittently puncturing the patient's buttocks. It was noted that the therapy was on. The patient reported having frequent urinary tract infections, and indicated being told that when she doesn't feel stimulation that means she has an infection. Patient services discussed stimulation sensation expectations. It was noted that the bladder infection was confirmed, and the patient was taking 500mg of cephalaxian, three times a day. It was indicated that the patient had bladder infections prior to implant, and was the reason for being implanted. The patient told the hcp in (B)(6) 2016 that she wanted the device removed because it was not working. The patient mentioned that she recently had the right hip replaced, and therapy was turned off during the surgery. The patient also requested MRI compatibility guidelines for a spinal issue unrelated to the device. The patient was implanted for urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Event description:
A patient reported the implantable neurostimulator (ins) was still off. The patient stated the healthcare professional (hcp) told the patient she should not have surgery done at her age. The patient reported that she was in a catch 22. It was review that if the battery was dead as suspected that no intervention can be done; troubleshooting also reviewed that if the patient does not want it in her body, which cannot be done since both cases would require surgery. The patient was still leaking, ¿24/7 like a faucet¿ and stated she got implanted for incontinence and never had 50% benefit. The patient stated she never had efficacy from the device. The patient noted she had only increased stimulation and had never changed programs. The patient noted she had never filled out a voiding diary. The hcp stated told the patient that based on the diary in the ins was not working. The patient was not able to clarify what she meant by not working for her symptoms or not working as in battery depletion. The patient stated she was getting urinary tract infections since last april about 1 every 6 weeks. The patient noted she saw the hcp on (B)(6) and was seeing a hcp on (B)(6). Additional information from the manufacturer representative (rep) reported he thought the patient programmer batteries were changed at the patient¿s appointment with their hcp on (B)(6), but they never checked to see if the ins was dead. The rep stated he thought the ins was dead. Additional information from the patient reported the onset of symptoms was 3 months ago, but this was contradictory to what she reported earlier. Additional information from the hcp reported it is unclear if the device was dead; she had the device turned off. The hcp noted they had turned the device on and put her at 4.4. The hcp noted she was to do another day. The hcp stated they were unsure if the device is dead as they had not seen her since they last turned it on. The hcp indicated that the device was not explanted. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.